Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. Duodenal ulcer is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced stomach pain, constipation and was taken to the hospital. On an unknown date, the patient continued to experience abdominal pain and experienced brown vomiting. The patient was taken to the hospital and a gastroscopy was performed during which a duodenal ulcer was observed at the first portion of the duodenum, and an occlusion was observed in the first portion of the duodenum. A biopsy was performed of the observed lesion which came back indicating no malignancy. No further information was available on the location of the occlusion. No further information was available on if the patient was provided any treatment and no further information was available on if there were any allegations against the tubing in regards to the reported event.